Event description:
It was reported that the two needles bent upon insertion.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: device history review indicated all devices accepted into final stock met specifications. Per sales rep, the reported device was hammered with normal force and patient's bone quality was normal. The patient's bone quality, the motion used when inserting the needle, the force used during insertion and/or force used during removal of the reported needles could have contributed to the bending of the needle. Conclusion: the likely root cause of the reported event is multifactorial.

Event description:
It was reported that the two needles bent upon insertion.